Manufacturer narrative:
A2: age at time of event: above 18 years and older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the first proximal stent strut row was lifted and pulled in a distal orientation. Stent struts from the distal end of the stent were lifted and pulled in a distal direction over the distal balloon cone. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube noted multiple kinks along the length of the hypotube. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery.a 28 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 28 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.